Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Post market vigilance (pmv) led an evaluation of one premium surgiclip* ii (m-11.5" shaft length) titanium clip applier. The instrument was returned with the distal end of the channel cover cracked. The damaged cover prevented proper clip loading and formation during a functional evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to the coronary bypass procedure, the clips were not loaded in jaws. The procedure was completed with another device.